Manufacturer narrative:
Evaluation revealed the target device t2 humerus and both nail holding screws t2 humerus 10 mm to be the subject products. No further associated products were reported. Review of the inspection records revealed no discrepancies. The items returned were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Referring to the event description the nail holding screw should have got stuck to the target device, when the surgeon wanted to fasten the nail to the nail holding screw. A pre-surgical functional check was carried out on the items received. The nail holding screws were assembled / disassembled to / from the target device several times. A jamming of the instruments could not be identified. The functional examination furthermore revealed that the drill passed through all drill holes while checking the possible locking options without any contact to the nail. In addition the bores and the safety clips were fully functional in terms of clamping function - the clips kept the protection sleeve firmly in position as intended. Function of the devices was still fully given. The reported event could not be reproduced. The exact root cause of the reported event could not be determined. Nevertheless, based on the above facts it can be ascertained that the event was not caused by a deficiency of the devices. The cause of the reported event can only be found in the intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2h surgery, the nail holding screw fixed to the target device when the surgeon tried to fasten the nhs to the nail. Therefore the target device did not be used and the surgery was finished with free hand technique. There was 1 hour delay in the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2h surgery, the nail holding screw fixed to the target device when the surgeon tried to fasten the nhs to the nail. Therefore the target device did not be used and the surgery was finished with free hand technique. There was 1 hour delay in the surgery.